Manufacturer narrative:
Kamal s. Yadav, nikhitha shetty, fysal valappil, akash selvathangam, suchet chaudhary, ankur gupta, prashant bhangui, and arvinder s. Soin. "Complex donor anatomy does not influence early donor or recipient outcomes after robotic donor hepatectomy at a high-volume center." American journal of transplantation, volume 25, 1987¿1995, 2025. Https://doi.org/10.1016/j.ajt.2025.04.017 d10 concomitant product: unknown egia su, unknown endo gia sulu, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study conducted at a high-volume liver transplant center compared donor and recipient o utcomes of robotic donor hepatectomy using standard and complex grafts between april 2022 and may 2024. The right hepatic vein (rhv) was stapled using a 45-millimeter (mm) articulating stapler. While firing the stapler over the rhv during graft retrieval, the anvil of the vascular stapler caused an injury to the lateral wall of the rhv, resulting in tissue trauma. The event was identified intraoperatively and managed accordingly without further complications. The study reported that all affected donors recovered, and there were no mortalities.